Event description:
The customer reported a false positive reaction of a single patient sample with solidscreen ii anti-d blend on tango optimo. The customer has neither returned the sample that had caused a false positive test result nor the supposedly defective product. Therefore, our quality control laboratory tested the retained solidscreen ii anti-d blend sample with different donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of solidscreen ii anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of a single patient sample with solidscreen ii anti-d blend on tango optimo. The customer has neither returned the sample that had caused a false positive test result nor the supposedly defective product. Therefore our quality control laboratory tested the retained solidscreen ii anti-d blend sample with different donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of solidscreen ii anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.